Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with vancomycin injection, 1.5 grams (route, frequency and duration were not reported). At the time of this report, the patient remained hospitalized and dianeal/extraneal therapies were ongoing. No additional information is available.